Manufacturer narrative:
On september 30, 2021, mentor became aware that the date of replacement surgery with catalog number 3503500 was (B)(6) 2021. Field d6b for explantation date has been updated on this form. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 380cc mentor smooth round high profile and experienced breast implant deflation on her right side postoperatively. The issue was diagnosed after physical. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On october 19, 2021, mentor became aware that replacement devices used on (B)(6) 2021 were catalog number 3503500; serial number (B)(6) on the right and catalog 3503500; serial number (B)(6) on the left side. Mentor was also made aware that the implants were discarded and no longer available for return. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).